Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: bsn, rn. The actual device was not returned for evaluation. Based on the results of our investigation, the root cause of the complaint is not related to our product or process. The actual sample was not returned for evaluation hence we could not provide detailed information of its actual condition. Retention samples were visually in good condition and passed the resistance to breakage test. Moreover, no tilted/bent, or broken cannula was encountered after manually activating the device (with a firm and quick motion) on a flat surface. Our cannula is supplied raw material that complies with iso 9626, particularly on stiffness and breakage. We have series of visual inspections to check the condition of the product that might lead to the complaint. Prior shipment, qc also conducts outgoing inspection that includes visual checking such as bent or damaged on the cannula. Lot history files showed no nonconformity encountered that will lead to the complaint. (B)(4).

Event description:
The user facility reported the when activating the needle safety mechanism, the needle snapped off. Additional information was received on 24february2021: the patient did not experience a needle stick. The needle did not snap off while in use, the needle snapped off after administering the vaccine. There was no blood loss.